Manufacturer narrative:
According to the field, the pacemaker is not available for return back from the hospital for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker exhibited a rise pacing impedance measurements on the right ventricular channel. Surgical intervention was performed and the pacemaker was explanted and replaced. No additional adverse patient effects were reported.